Event description:
It was reported that the patient with this pacemaker presented to the clinic with symptoms of pocket stimulation. Upon interrogation, this device was found to have reverted to safety mode. Technical services (ts) reviewed the device data and determined that the pocket stimulation was likely caused by the automatic switch to unipolar pacing in safety mode. Ts recommended urgent replacement of this advisory device. Subsequently, this pacemaker was successfully explanted and replaced with another device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker presented to the clinic with symptoms of pocket stimulation. Upon interrogation, this device was found to have reverted to safety mode. Technical services (ts) reviewed the device data and determined that the pocket stimulation was likely caused by the automatic switch to unipolar pacing in safety mode. Ts recommended urgent replacement of this advisory device. Subsequently, this pacemaker was successfully explanted and replaced with another device. No additional adverse patient effects were reported. This device has been returned and analyzed.